Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-sep-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini pocket 1.2 a triple wide intermittently failed and pulled mini engine out and noticed a liquid had spilled on it. A field service engineer replaced triple wide mini engine and installed bracket on power switch on station. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that the bd pyxis¿ anesthesia station es had drawer kept failing. The customer reported that there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.